Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for lumbar radiculopathy. The patient stated that the recharger would not charge their ins and beginning 3-4 days prior to the report they described seeing a reposition antenna screen. During the report there was poor communication. The patient mentioned that going on 9 months their leg hurts bad. They noted being implanted for many things including two bad discs. The patient mentioned falling a couple of days prior to the report. They last successfully recharged about 10 days ago. They were not able to communicate. Patient services redirected the patient to follow up with their healthcare professional (hcp) and patient services reviewed the process for inviting a manufacture representative (rep) to the appointment. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-sep-24. The patient noted that they fell on their back where the stimulator is implanted in their spinal region. The box was not charging so they moved it closer to their spinal cord. No actions were taken to resolve the inability to recharge, communicate and having leg pain. They were contacted by their healthcare professional (hcp). Their issues have not been resolved. No further complications were reported/are anticipated.